Manufacturer narrative:
Medwatch sent to FDA on 06/13/2016. These events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. It is not known if the device will be returned. Patient declined permission to contact the health professional at this time. Device history record reports: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances (during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell runs number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications." Device labeling addresses: based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Patient reported "seroma right breast." Partial capsulectomy / capsulotomy with exchange was performed. Surgical log reports, "there was ">600 cc serous fluid under present on right, serology: pending, pathology: + alcl." Pet/CT scan states, "only faint activity is affiliated with right axillary nodes of relatively less concern and potentially inflammatory/reactive." Cytology report states, "right breast fluid: highly atypical lymphocytes present consistent with anaplastic large cell lymphoma, alk negative. Comment: the highly atypical lymphocytes demonstrates staining with cd30. Negative for alk-1. The immunohistochemistry profile is consistent with anaplastic large cell lymphoma, alk negative.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation.

Event description:
Healthcare professional reported "right breast got hard, capsular contracture." Capsular contracture baker grade is unknown.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Patient reported "seroma right breast." Partial capsulectomy / capsulotomy with exchange was performed. Surgical log reports, "there was ">600 cc serous fluid under present on right, serology: pending, pathology: + alcl." Pet/CT scan states, ¿only faint activity is affiliated with right axillary nodes of relatively less concern and potentially inflammatory/reactive.¿ cytology report states, ¿right breast fluild: highly atypical lymphocytes present consistent with anaplastic large cell lymphoma, alk negative. Comment: the highly atypical lymphocytes demonstrates staining with cd30..negative for alk-1. The immunohistochemistry profile is consistent with anaplastic large cell lymphoma, alk negative.¿

Manufacturer narrative:
Continued h6: f2201 allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4)has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.